Event description:
Drive is the initial importer of the device which is a bed rail. The end-user was using the bed when the railings broke. He fell out of the bed and broke his pelvis.

Event description:
(B)(4) is the initial importer of the device which is a bed. End-user was in bed when rail broke. He fell out and broke his knee and pelvis. He was taken to the hospital.